Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in an emergency room with dizziness, vomiting and syncope. Upon interrogation, multiple episodes of ventricular tachycardia with retrograde conduction and a few episodes which was incorrectly stored as supraventricular tachycardia was noted. The suggested programming changes were made. The patient was in stable condition post interrogation.